Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor compared to readings received from the built-in meter between february (B)(6) 2019 and provided the following results: sensor: 7.8 mmol/l vs meter: 4.4 mmol/l; sensor: 16.3 mmol/l vs meter: 10.3 mmol/l and sensor: 5.2 mmol/l vs meter: 2.2 mmol/l. The exact dates/times when these readings comparisons were done is unknown. Customer further that on (B)(6) 2019 she began to experience ¿severe hypoglycemia¿ and was treated at a diabetes clinic with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor compared to readings received from the built-in meter between february (B)(6) 2019 and provided the following results: sensor: 7.8 mmol/l vs meter: 4.4 mmol/l; sensor: 16.3 mmol/l vs meter: 10.3 mmol/l and sensor: 5.2 mmol/l vs meter: 2.2 mmol/l. The exact dates/times when these readings comparisons were done is unknown. Customer further that on (B)(6) 2019 she began to experience ¿severe hypoglycemia¿ and was treated at a diabetes clinic with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.